Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/01/2019. H3 device evaluation summary: the actual device was received for analysis. An empty opened foil, a labeled winding former and a detached needle of product code j340, lot # mp2311 were received for evaluation. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. Slightly marks could be observed on the body needle that appear to be by use of a surgical instrument. No suture remnant was observed into the barrel hole and the suture was not received to determine the assignable cause. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, it could not be determined what may have caused the reported incident of: ¿the needle was detached from the suture during use¿.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The needle was detached from the suture during use. It was not a control release needle. Further details are not provided. There were no adverse consequences to the patient.